Event description:
It was reported that the "air in line detected alarm" does not clear even the tube is inserted. Event occurred before patient use, during testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Event: unknown; no information has been provided to date. The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The ehl was checked, and it confirmed that there was no related record of the customer reported issue. Functional test performed but customer problem could not be replicated. The root cause could not be determined. The air detector will be preventatively replaced in order to fix the issue.